Manufacturer narrative:
Folow up #3.the test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio2 meter read inaccurately high compared to an accucheck meter. This complaint was classified based on the initial call recording which the medical surveillance specialist (mss) listened back to since the patient could not be contacted, despite numerous attempts, in order to obtain additional information. The patient stated that the alleged meter issue first occurred at 9pm on (B)(6) 2015. At this time the patient obtained a blood glucose reading of ¿172mg/dl¿ on the subject meter and a result of ¿52mg/dl¿ on the other device. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results, and in response to the alleged elevated result of ¿172mg/dl¿ the patient claimed to have taken an additional ¿5 units¿ of insulin (type unspecified). One week later, on (B)(6) 2015 the patient experienced symptoms of ¿slurring words and profusely sweating¿ which was associated with low blood glucose levels. It is not known what treatment, if any, the patient received in response to these symptoms and no further blood glucose measurements were provided at this time. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter. The patient walked through a control solution test with the cca and the result fell out with the acceptable control solution range for the test strip lot being used. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient obtained a reading on the subject meter which they felt was inaccurately high, administered medication due to this result, and then suffered symptoms suggestive of serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 2 device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 device evaluation.the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively.a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.